Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the post implant follow-up, this right ventricular (rv) lead exhibited an abrupt increase in pacing thresholds and some phrenic nerve stimulation. Loss of capture was also noted in bipolar pacing mode. Unipolar pacing still had capture and therefore the patient did not experience any asystole. A chest x-ray was obtained and a lead dislodgment was observed. A revision procedure was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.